Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was auto-restarting. A field service engineer (fse) verified the reported issue and observed that the station restarted during login. A full drawer and chassis inspection was performed, checking all cables and connections, and confirmed that there was no debris, no visible damage, and all cables were secure and seated. The battery was tested by unplugging the unit from power while operating, and functionality was confirmed. Windows update was checked and showed errors indicating some update files were not signed correctly. Temporary files and downloads were deleted, and another attempt to run windows update resulted in the same error. The fse noted that the station may require reimaging if the issue persists. The fse monitor, and the issue did not reoccur. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device repeatedly restart during medication removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.